Event description:
During an itrack advance procedure, when the catheter was being retracted, the catheter sheath separated from the main device. The surgeon completed extraction of the broken piece from the patients eye intraoperatively.